Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-mar-2026, arthrex was notified via email of a published article in arthroscopy: the journal of arthroscopic and related surgery titled ¿preoperative knee bone marrow edema is associated with poor clinical outcomes following posterior medial meniscal root repair.¿ the article evaluated outcomes of posterior medial meniscal root repair procedures performed between 2013 and 2021 and reported the use of arthrex devices, including fiberwire sutures, the flipcutter drill system, and swivellock anchors. The article reported the following adverse clinical outcomes among the study population: four (4) patients experienced recurrent posterior medial meniscal root tears. Seven (7) patients required conversion to total knee arthroplasty (tka). Three (3) patients developed postoperative infections; all infections were superficial and treated with oral antibiotics only. Four (4) patients experienced knee arthrofibrosis within one year post operatively. The reported adverse outcomes were attributed to patient related and disease related factors, including the presence of preoperative bone marrow edema and underlying joint degeneration. The article did not identify any device malfunction, device failure, breakage, loosening, migration, or use related issues involving arthrex products, and no deficiencies in the design, manufacture, or performance of arthrex devices were reported or alleged. Based on the information presented in the article, the described events represent procedural or disease related complications, and no device failure or reportable product deficiency associated with arthrex devices was identified.